Event description:
This is a report of a patient death. The patient was hospitalized for an unreported indication. Post myocardial infarction (mi), the patient received percutaneous coronary intervention (pci) and salvage therapy. Dianeal therapy was discontinued. Four days later, the patient died due to dilated ischemic cardiomyopathy (onset date not reported) and withdrawal of dialysis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The device is not avialable for evaluation. Upon completion of baxter's investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.